Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25149853, 25149500, 25149439; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. H3 other text : device not returned.

Event description:
The hospital reported vasoview hemopro 2 issues. They have had some bleeding and smoky tunnels. They don't have a specific product date of issue or anything to turn in. Just states their team has noticed not having good sealing and bleeding with large branches intermittently.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital states generalized questions regarding vh-4000. They have had some bleeding and smoky tunnels. They don't have a specific product date of issue or anything to turn in. Just states his team has noticed not having good sealing and bleeding with large branches intermittently.